Event description:
During the device evaluation, it was found that the bronchovideoscope's distal end was not secure due to peeling adhesive. Additionally, damage to the bending tube caused the joint section between the bending tube and the distal end to also be unsecured. There was no patient involvement.

Manufacturer narrative:
Based on the results of the completed investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.